Event description:
It was reported to philips that the device had an intermittent lead 2 reading during 12 lead monitoring. No, there was no reported adverse event to a patient or user as a result of the issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an intermittent lead 2 reading during 12 lead monitoring. No, there was no reported adverse event to a patient or user as a result of the issue.